Manufacturer narrative:
.

Event description:
It was reported by the nurse practitioner that high impedance was observed on the patient's device during interrogation. The patient reported no trauma or manipulation and felt no pain. Additionally, there was no change in seizure control. Attempts for additional relevant information have been unsuccessful to date.